Event description:
Pt was using padeco multi-functional electrode pads. Caused minor skin burns on the chest wall of two pts. Silvadene cream ordered to treat burns.

Event description:
Pt was using padeco multi-functional electrode pads. Caused minor skin burns on the chest wall of two pts. Silvadene cream ordered to treat burns.